Event description:
I was shaving a patient in the groin area and noticed scraping of the skin which led it to becoming red and slight bleeding. I followed the guidelines and still left marks.======================manufacturer response for carefusion clippers, care fusion (per site reporter).======================on-site training.